Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 130 units. The pump should have displayed approximately 64 units, but the pump insulin gauge displayed 2 units. The customer stated that a new cartridge was loaded and the fill estimate became accurate. The customer's blood glucose level was 328 mg/dl and was addressed with a corrective bolus.